Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device housing was cracked/ broken and the device failed the general condition, check for leakage, check the cannulation, check of free moving, check falling out protection (steal ring), check function of all modes and check response of on/off trigger pre-test. It was also observed that the lid device locking mechanism was defective and the device failed the check function "lock/unlock" with safety button pre-test. It was noted in the service order that the handpiece device had an undetermined malfunction while in use with the lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.